Event description:
It was reported that the patient with this right atrial (ra) lead was suspected to have an anomaly. The lead was either became loose or not in a good spot. The patient stated having a chest x-ray which showed that the lead was firmly implanted in place. The patient is concerned to have another surgery to move the leads to a different location. Further investigation was performed but no pertinent information was received yet. To date, the lead remains in service. No adverse patient effects were reported. Additional information indicated that lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead was suspected to have an anomaly. The lead was either became loose or not in a good spot. The patient stated having a chest x-ray which showed that the lead was firmly implanted in place. The patient is concerned to have another surgery to move the leads to a different location. Further investigation was performed but no pertinent information was received yet. To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.